Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had returned faulty reservoirs back to medtronic via the hospital. Customer's mother stated there had been moisture in the reservoir compartment and this is still the case after changing to another lot of reservoirs. Customer's mother reported there is a small crack on the pump by the battery compartment. Customer's mother was advised that the pump will need to be returned and replaced. Customer's mother was also advised to have the customer discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
All of the buttons functioned properly and no moisture damage was found on the keypad traces, inside reservoir compartment, motor, under lcd screen or electronic assembly noted. However, the insulin pump was received with cracked battery tube threads and cracked reservoir tube lip.